Event description:
An endeavor sprint drug eluting stent was implanted in the lad during the index procedure. There were three endeavor sprint drug eluting stents implanted approximately 1 month post index procedure during a staged procedure; one in the lcx and two in the rca. It was reported that the patient experienced an mi event (target vessel unknown) approximately 4 years and 3 months post index. It was not assessed whether this event was related to the study stent. Patient death also occurred on the same date due to the mi. It was not assessed whether the death event was related to the study stent.

Manufacturer narrative:
(B)(4), results: inherent risk of procedure ¿ (myocardial infarction, death), conclusions: inherent risk of procedure ¿ (myocardial infarction, death).